Manufacturer narrative:
Complained product will not be not available.

Event description:
Cracked/brush head just fell off - oral-b refills [device breakage]. Case narrative: consumer stated on phone that brush head fell off when they were brushing their teeth. No injury was reported.